Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the customer opened the package, the balloons had holes in them. This occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following field was corrected: d9. The device was returned to olympus for inspection and the reportable malfunction was not confirmed. Based on the results of the investigation, there was no problem with the device, therefore, a definitive root cause could be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.